Event description:
Customer reported a malfunction with the pump. There was no adverse impact to customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and no further malfunctions occurred after the reset. Customer was advised to continue using the pump and to contact support if the issue reoccurs.